Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician successfully deployed a taxus express2 3.5 x 16 mm drug eluting stent at 14-15 atms in a 90% lesion, that had not been predilated, in the mid-lad. He had noted that the balloon was slow to inflate. The physician then had difficulty deflating the balloon. It appeared to be deflated radiographically. He reinflated, then deflated and advanced the guide catheter further into the vessel. He was able to finally deflate the balloon almost completely and was able to remove it by gently tugging on it. There were no pt injuries or complications reported.